Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted the valve had weak leaflets. One clip was successfully deployed on the mitral valve, reducing the mr to grade 1-2. Roughly four and a half months later, the patient returned the hospital. Echocardiography was performed and showed the clip had slightly detached from the posterior leaflet, causing mr to increase to a grade of 3. On (B)(6) 2022, a second mitraclip procedure was performed to treat mr with a grade of 3. An ntw clip was inserted, but after four to five grasping attempts, a hole on the posterior leaflet was observed. Therefore, the clip was removed and another ntw was inserted. The clip was deployed on the leaflets without issues, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. The additional mitraclip referenced is being filed under a separate medwatch report number. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
B3: estimated. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported migration (partial clip movement) appears to be due to challenging anatomy. The reported recurrent mitral regurgitation (mr) was due to the clip movement. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the additional information was corrected:on 10/18/2022, a second mitraclip procedure was performed to treat mr with a grade of 3. An ntw clip was inserted and grasping was noted to be difficult. After deployment, a hole on the posterior leaflet was observed. An additional clip was deployed on the leaflets without issues, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.